Manufacturer narrative:
H10: it was stated on 01dec2023 that the customer rejected the proposal provided by philips because they had ordered parts on their own and replaced them at their site. Multiple good faith efforts (gfe) were attempted on 27nov2023, 04dec2023, 11dec2023, 18dec2023, and 26dec2023 to obtain clarification on device use at the time of the event, clarification on which parts were ordered and replaced, and confirmation of resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that there was a low leak co2 rebreathing risk alarm. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The customer was provided with a proposal for onsite labor and a preventative maintenance kit. This investigation is ongoing.